Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-hospital after receiving a shock. An episode of noise was noted on the rv channel. The ICD diagnosed vt and started atp during charging but it accelerated the patient's rhythm into a true vf. The patient was shocked twice and returned to sinus. Noise was not reproducible with provocation testing. Lead remains implanted.